Event description:
The patient contacted animas on (B)(6) 2012, reporting that the up and ok buttons were requiring multiple presses to respond and would sometimes stick when pressed. The patient stated that the issue was noticed two months earlier. The patient reportedly wore the pump in a pump case in a pocket and cleaned the pump with a paper towel as needed. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrow keypad buttons were intermittently unresponsive and required excessive force to activate a response. All other keypad buttons responded appropriately and had normal spring back or click. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was observed to be torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.